Event description:
It was reported that the patient was filled in (B)(6) 2014 with 19.2ml, and in (B)(6) they pulled out 19.2ml. A pump roller study and a catheter dye study under fluoroscopy were performed on (B)(6) 2014, and the healthcare provider (hcp) could not aspirate cerebrospinal fluid (csf) out of the port. It was later noted that the catheter was fractured, also reported as an occlusion at an unknown location, and the pump flipped multiple times. The patient had chronic neck and thoracic pain. The patient was scheduled for replacement on (B)(6) 2014. The pump system was being used to infuse prialt (ziconotide). No outcome was reported regarding this event. Further follow-up was conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant product: product ID 8780, serial# (B)(4), implanted: (B)(6) 2012, product type catheter. (B)(4).

Event description:
Additional information received reported the patient had her catheter revision on (B)(6) 2014 and the patient was not having symptoms of withdrawal, but her pump was nearly full at the time of refill. The actual residual volume (arv) was 19ml and the expected residual volume (erv) was 4ml. At the time of the replacement the patient could easily flip her pump in the pocket. The incision was made at the pump pocket, and the catheter was visibly twisted in the pocket. The physician cut the catheter at a point it was not twisted and cerebrospinal (csf) freely flowed. At that point, the physician connected the existing catheter to an 8784 proximal revision kit, and attached to the pump. He aspirated 3ml¿s of csf via the catheter access port, and sutured the pump at all four suture points. The patient¿s medication (prialt 10 mcg/ml) remained in the pump and the patient was started on 1.198 mcg/day of prialt. The patient¿s managing physician reported on (B)(6) 2014 that the patent was doing well, though he has decided to switch the patient to a low-dose of morphine. If additional information is received, a follow-up report will be sent.